Event description:
The patient underwent abdominal wall reconstruction with component separation using veritas collagen matrix. At post-op week three (3), the patient had an anastomotic break down with necrotizing fasciitis and veritas collagen matrix was implanted to enhance granulation of the tissue. The veritas was placed in an infected field and was reported to have disintegrated. The patient received a skin graft to the abdominal wall and at post-op month two (2),the wound was closed and healing. Surgeon stated that overall he was pleased with the performance of veritas in this case. This event was reported in (B)(6) on (B)(6) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The follow report numbers are all from presentations given by three (3) different physicians at the (B)(6) meeting held on (B)(6) 2012.